Manufacturer narrative:
This event occurred in (B)(6). The images provided by the customer indicate the sample tube was tilted. The investigation determined the malfunction is consistent with a set up issue with the active gripper. A tilted tube can cause a low result. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys probnp ii (probnp ii) on a cobas e 801 module. The initial result was 16.6 pg/ml. This result was reported outside of the laboratory. On 14-may-2020 the repeat result was 1999 pg/ml. The probnp ii reagent lot number was 41300901 with an expiration date of 31-oct-2020.